Event description:
(B)(4). Same patient as MDR ID: 2134265-2012-03408 and 2134265-2012-03409. It was reported that during a stenting treatment procedure, a spiral dissection occurred. The patient presented due to stable angina. The 99% stenosed and 26mm long target lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation using a 1.5x15mm apex balloon and a 2.5x20mm maverick 2 balloon. Following pre-dilation, the physician observed a grade d spiral dissection at the target lesion. The target lesion and spiral dissection were treated with placement of a 3.0x32mm taxus express 2 stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2012, the patient presented with chest pain and was hospitalized on the same day. The patient was admitted, "following a presyncopal episode. This was similar to his symptoms when admitted with a stemi 4 years ago." A CT scan was performed to rule out aortic dissection. Acute coronary syndrome was suspected. "Troponins negative for ett."

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).